Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU): the gore® tag® thoracic endoprosthesis is indicated for endovascular repair of the descending thoracic aorta. The cause of endoleak is unknown. According to the IFU, adverse events which may require intervention and / or conversion to open repair include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure and conformable gore® tag® thoracic endoprostheses were implanted. The tgu373710/unknown was implanted distally and tgu454515/unknown was implanted proximally. Reportedly, a pre-treatment scan on (B)(6) 2016 revealed that the patient had a 53mm aortic arch aneurysm. On (B)(6) 2016, a proximal type I endoleak of the thoracic graft was identified. It was reported that the aneurysm size was unchanged on (B)(6) 2016. The aneurysm size increased between (B)(6) 2016. Computed tomography angiography (cta) was done prior to the endoleak repair and showed that the aneurysm size at that time was 77mm. On (B)(6) 2016, the additional procedure was performed with onyx and coil embolization to treat a proximal type I endoleak. The patient tolerated the procedure. The follow up cta in (B)(6) 2017, showed that there was no evidence of endoleak. The aneurysm size had decreased from 77mm to 59mm.